Event description:
Customer reported that blood glucose level displayed as "high" without a specific value known. Customer delivered a correction bolus using the pump, and there was no reported assistance required from a third party. Technical support assisted the customer in updating various settings such as basal rate, correction factor, carb ratio, target blood glucose, and insulin duration, advising the customer to consult their healthcare provider whenever settings are altered.